Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a check valve with male/female luer lock where it was reported by the customer: ¿anti-reflux cap positioned with constant blood leakage from the cap¿. The device was at first use and the customer has also stated that there were no clinical consequences. There was patient involvement, age 45 years, however no adverse event or human harm.

Manufacturer narrative:
The complaint of leakage on the 011-cs25 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history for lot 13796955 was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
Additional information received july 24, 2024. The customer stated there was a delay in starting the surgical procedure, supervision was necessary following this event. The customer became aware of this event as it was reported by collaborators. The problem occurred with the procedure in progress, estimated time of approximately 30 minutes onwards. The programming entered for the infusion was insertion of the needle and device and almost immediate infusion. The infused therapy was hydrating electrolytes and drugs for anesthetic induction. No chemotherapy. The infusion therapies and device were replaced. The blood loss or backflow were not significant due to early interception. The patient's condition before and after the event was stable.